Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection found no irregularities or defects. Functional testing was done by attaching an inflation device filled with water to the hub of the quantum maverick balloon catheter. When pressure was applied and the device was brought to rated burst pressure (rbp), the device held pressure for 5 minutes and did not leak. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2.75x30mm target lesion was located in the severely calcified right coronary artery (rca). A 4.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 2.75x30mm target lesion was located in the severely calcified right coronary artery (rca). A 4.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, on the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.